Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. Per the customer the issue was the result of physical damage to the device. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-09834 and any reports associated with it.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a leaking reservoir, as well as a low water float switch that is not working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Additional information received 26-sep-2024, there was no patient involvement.